Manufacturer narrative:
The customer indicated that the system state was restored and no further issues occurred. It was also reported that the connection with epic was lost at the same time. Analysis was performed by a field service engineer (fse) which included remote view of the logs and troubleshooting with the customer. Based on the log review, all hosts and other servers disconnected from the primary server at multiple times. Since there were no application crashes, or notice of any interface changes, the fse advised the customer that the issue was likely caused by a network outage that likely began in the data center. The logs were not retained for further review. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a network outage beginning in the data center. The customer resolved the issue. It is unknown what actions they took to correct the problem. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that there are sitewide interruptions where the ix host is dropping into local mode. This occurred 7 times within 30 minutes. The device was in use on a patient at time of event; there was no adverse event reported.